Event description:
The customer reported that the system displayed a collimator calibration required error message, which prevent the system from performing x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The calibration files were reloaded. The system was tested and found to be working as intended and put back into service.